Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. This report represents the second valve implanted in this case. Please reference related manufacturer report no: 2015691-2015-02579 and 2015691-2015-02581. (B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the bulky native leaflet calcification and release of stored tension may be contributing factors for the ventricular placement of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Additional information was received for this event. The patient had bulky leaflet calcification. The bulky native leaflet calcification caused the second valve to be placed too ventricular.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. This report represents the second valve implanted in this case. Please reference related manufacturer report no: 2015691-2015-02579. The investigation is ongoing.

Event description:
During a transfemoral tavr procedure, a 23mm sapien xt valve was deployed too aortic. During placement of a second 23mm sapien xt valve, the first valve embolized into the aorta. The second valve was deployed in the native annulus and landed in a 10:90 aortic/ventricular position (a/v). Angio and tee showed the valve was too ventricular and a third 23mm sapien xt valve was deployed in the annulus. The patient became acutely unstable and a pericardial effusion was noted on tee. The patient's chest was opened and a large ventricular septal defect (vsd) and root rupture were observed. The patient expired. After review of the case, a large piece of calcium in the lvot was likely the cause of the rupture. The patient had bulky native annular calcification, no leaflet calcification, moderate mitral annular calcification. The patients stj was 35mm in diameter and had no calcification.